Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that since this past sunday, they had to keep adjusting the stimulation every day because the intensity much lower and kept changing and the stimulation was zapping them. Pt stated that they couldn't set the intensity to where they always set it at. Pt mentioned they always had the intensity at 2.8 for the past 4 years and now they had to put it lower at like 1.8 otherwise the stimulation was way too high, and their pain level had not changed. Agent redirected pt to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient said the problems were two fold. It was not automatically going to correct setting in standing and lowering setting when lying down. The setting they needed it at has changed. It was at 2.8 when standing and suddenly that is too strong. They have to set it to 1.8. The rep programmed for the 1st problem and they cannot explain the second issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.